Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they had a knee replacement surgery last wednesday, (B)(6) 2024 and since then their therapy had not been working for their symptoms. The patient stated they were going through about 8 depends a day and that didn't include pads. They stated they had plugged their external devices in overnight and looked at their therapy settings this morning and everything seemed to be right. Patient stated they cut out all of their caffeine intake and increased the stimulation to where they could feel it in the bike-seat but it just didn't seem to be working for their symptoms so they wanted to know if there was anything that could be done to help. Patient services suggested to the patient they could also try another program in a few days and if they needed assistance in changing programs they could call patient services, but advised the patient to reach out to their hcp given their symptom return occurred right after their surgery. The patient was going to monitor their symptoms now that a change had been made and reach out to their managing health care provider about their return of symptoms. Patient called back and reiterated their previous report, that they had a knee replacement surgery on (B)(6) 2024 and the therapy hadn't been working for their symptoms since. Their symptoms appeared to be a little better however they still had to change their depends every 15 minutes. Patient called to see if they could have assistance with making a therapy change. Patient services reviewed with the patient they could assist the patient in making a therapy change however patient services redirected the patient to follow up with their health care provider (hcp) to check the implanted system since this event began after they had their surgery. Patient understood and patient services walked the patient through connecting to their settings. They stated they felt the comfortable fluttering of their stimulation in their bike-seat region. Patient was going to monitor their symptoms now that a change had been made and stated they would follow upwith their hcp if their symptoms didn't improve to check the implanted system and to discuss their symptom concerns. Patient also stated they had a follow up with their doctor's "helper" who did the knee replacement next week.